Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the atrial fibrillation procedure, air leaked through the valve of the sheath. While attempting to aspirate air after the femoral puncture, air was introduced through the valve of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.